Event description:
The customer reported approximately one hundred (100) milliliters of clear fluid leaked outside the instrument from the left side of the diluter area involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. The instrument was not in use. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leak originated from pinch valve vl-4b and noticed the aspiration needle bent, causing partial aspiration errors. The fse replaced the tubing at pinch valves vl-4b and vl-4c, and installed a new needle cartridge assembly. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).